Manufacturer narrative:
Device manufacturing records were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of manufacturing records confirmed device passed inspection prior to distribution.

Event description:
It was reported by a company rep who attended a replacement surgery for a vns pt that the surgeon found the negative pin's septum to be loose. Because of this condition, the surgeon stated that the septum would not stay in place. The setscrew was tightened down and device diagnostics results were within normal limits. The manufacturer's recommendations on returning the product were expressed to the surgeon, and he then replaced the affected device with a new generator. Product return attempts to date have been unsuccessful; therefore, product analysis of the components could not be performed. Consequently, the cause of the loose septum is unk. Review of the manufacturing records confirmed device passed inspection prior to distribution.